Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump indicated a data log corruption. Additionally, it was reported that the pump battery was depleting quickly. Customer's blood glucose (bg) level was 239 - over 600 mg/dl. Customer delivered a correction bolus via the pump and administered a manual injection to address bg. Reportedly, customer continued using pump for insulin therapy.